Event description:
This lead was attempted for implant on (B)(6) 2013. A call to patient services on (B)(6) 2013 indicated that this lead kept coming out of position. This procedure was attempted for two additional hours to get lead in place. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).